Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the unspecified line of the homechoice cassette and the solution bag. This occurred during initial drain of peritoneal dialysis therapy. The connection was properly tightened before the therapy started. Renal therapy services (rts) assisted the care giver (cg) in disconnecting and starting over with new supplies. Proper procedures per the user manual were reviewed with the cg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.